Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the battery reamer/drill device was not working was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device had a sticky trigger and moving parts did not move smoothly-trigger. The assignable root cause was determined to be due to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device had corrosion/rusting/pitting, damaged mechanics, sticky trigger, insufficient/low power, moving parts did not move smoothly-trigger, component damaged and cosmetic damage-worn coupling. It was further determined that the device failed pretest for general condition, check for sticky trigger, check power with power test bench and mode switch-test. It was noted in the service order that the device was not working at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.